Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter described as ¿hair¿ was found in a bd¿ syringe with bd luer-lok¿ tip before use. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Sample had hair on the stopper. No related issues in DHR/qn review. Operator interaction with the product is minimal, however, hair contamination is possible if proper gowning is not followed. All operators are trained to a gowning procedure to minimize risk of hair contamination. Per procedure, hairnets/beard covers must always be put on before the smock. The hairnet and beard cover must cover all hair. Hairnets and beard covers must be discarded once removed.